Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one photo was provided for review and one 7.0fr peel-apart sheath and vessel dilator was returned for evaluation. The photo shows a dilator and sheath placed inside a pouch; the sheath is noted to be deformed. Visual, microscopic, tactile and functional evaluations were performed on the returned device. As per sample evaluation, the peel-apart sheath was noted to be bent. Bunching was noted throughout the proximal portion of the sheath shaft. As the catheter was not returned for evaluation, functional testing of the catheter along with the sheath could not be performed. Therefore, the investigation is inconclusive for the catheter failure to advance issues. However, it is confirmed for the identified sheath deformation issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using m.r.I. Hard base implantable port, the left internal jugular vein was punctured and a dilator was introduced. During the procedure the catheter was allegedly found not passing through the dilator. The procedure was completed successfully using an alternate device. There was no reported patient injury.